Event description:
While wearing my CPAP at night, I woke up several hours into my sleep and smelled an unpleasant odor that reminded me of burning plastic. I checked my CPAP machine for obvious defects and found none. I am afraid of the health risks in using this device anymore. I am also not sure if the health implications for using this machine for who knows how long breathing some kind of horrible odor. I am not sure how long I breathed it. The CPAP machine is a resmed airsense 11.